Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported damage to the insulin pump's. Troubleshooting was performed and found that the damage in the retainer ring and the reservoir was able to lock in place when inserted into the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w ver 4.10d. Retainer = missing. Case type = ngp. The pump was returned for cosmetic damage (crack) located on the battery compartment and retainer damage found on 6/11/2021. The pump was received with a missing retainer, a partially broken reservoir tube lip, and a missing reservoir tube o-ring. Unable to perform the displacement test or lock a test p-cap into the reservoir compartment due to missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. The following were noted during the physical inspection: missing retainer, cracked select button keypad overlay, stained keypad overlay, missing serial number label, missing end cap address label, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage on the battery compartment (corner of the belt clip rails), battery tube threads, missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in e3 and g2 section.